Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16087. It was reported the patient had not used or charged her ipg in approximately one year due to pocket heating while charging. She stated she felt an extreme heating sensation while charging. Her ipg will no longer communicate with external devices. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.